Event description:
It was reported that the user dropped the ilet, resulting in the device breaking, consistent with physical damage to the enclosure and screen/bezel area, and a replacement ilet was provided after address verification. Symptoms included no changes in blood glucose control while the user transitioned to backup therapy with fast-acting and long-acting insulin. Outcomes included continued therapy without hospitalization, medical intervention, or adverse health effects. Investigation included customer interviews, device replacement logistics, and retrieval of the damaged unit. Investigation of the returned device revealed accidental damage due to user handling, with no evidence of device malfunction or alarms prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.